Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist: battery compartment) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, corrosion was found in the battery compartment. The battery compartment was cracked below the bumper pad, and on the side from the threads to the cover. The returned battery cap threads were stripped, and there was corrosion on the cap. The battery cap was unable to attach to the returned pump or to a test pump. A test battery cap was able to attach to the pump. The pump had no auditory or vibratory alarms, and the display remained blank. The pump history and black box were unable to be downloaded. The battery life complaint could not be investigated further due to no power to the pump. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of internal moisture on the printed circuit board or internal components.